Manufacturer narrative:
This report is being submitted due to a sentinel event reported on medwatches 1320894-2013-00034, and, 1320894-2013-00035. The device evaluation is anticipated; however, has not commenced to date. When a quality engineering investigation of the reported incident is completed, a supplemental report will be submitted.

Manufacturer narrative:
An evaluation and visual inspection of the returned "used" device found only five (5) clips remaining in the cartridge out of the original twenty (20) clips. There was no apparent damage to the clip stop, but the jaw width appeared to have been widened measuring 0.238 inch instead of the required specifications of 0.135 - 0.165. When the remaining clips were reloaded, they did not seat properly into the jaw grooves due to the widened jaws and as a result, all five clips fell out of the jaws unformed. This confirmed the problem the user experienced. However, since the first few clips were reportedly fired successfully, it is therefore believed the most likely cause of this reported problem of "clips not closing" was user related due to the damaged/widened jaw. Past investigations of similar complaints have shown that a widened jaw can occur when firing a clip over an already placed clip and/or using the jaws to manipulate tissue. The device was manufactured on 24-mar-2014. Of the lot containing (B)(4) units, there were no similar complaints received. A review of the DHR found there were no issues or abnormalities noted during the manufacturing process that could have caused or contributed to the reported problem. Additionally, a review of the device complaint history show there have been no patient long term adverse effects reported. The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. To ensure proper function of the endoscopic clip applier and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: do not use the endoscopic clip applier on vessels upon which metal ligating clips would not normally be used. Before endoscopic instruments and accessories from different manufacturers are utilized together in a procedure, verify compatibility prior to the start of the procedure. Always check to see that a clip is in the jaws before squeezing trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. Ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. When firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. When dividing the tissue next to the clip, the length of remaining cuff must be equal to or greater than the diameter of the vessel. Dividing the tissue immediately next to the clip, or otherwise leaving a short inadequate cuff, may result in the clip slipping off the tissue, compromising hemostasis. Inspect the ligation site to ensure proper application and that hemostasis has been achieved.

Event description:
It was reported to conmed that, "when dr (B)(6) started using the elc 530, it worked fine. He successfully fired 3-4 clips on cystic duct, then the clip applier defaulted. The jaws of the clip applier failed to close the clips. When fired, it would reload a new clip pushing out the deployed clip, but not closing it. 2 additional clips were used while in the abdomen with the same issue and causing the clips to fall into the abdomen. This caused the surgery to temporarily stop, so that he could grab the clips with his handheld grasper. The clips applier was pulled out of the port site and dr. Brown fired a 2-3 additional clips over the draped patient and the same thing happened. The clips fell onto the drape of the patient and were still in their original u shape form, not closed/pinched form that it should have. He requested a new elc 530 and it performed successfully. He was able to finish the procedure with no issues. It was also reported that there was no patient injury.